Event description:
Patient was scheduled for laparoscopic assisted vaginal hysterectomy. The physician is experienced in using the rumi system. When it was determined the vaginal procedure needed to be converted to an open procedure, the physician removed the rumi system and put the apparatus into a pocketed towel. During this process the rumi cup must have become separated from the system and was left in the vaginal cuff area. Patient experienced a fall down stairs at her home after discharge. She was having pain from the fall and the physician asked her to return to the office earlier than his typical 6 week follow up. During this office visit, a vaginal exam revealed the rumi cup in the vaginal vault. The physician returned the rumi cup to the hospital.